Manufacturer narrative:
(B)(4). Pacoret v, kalk e, labattut l, girardot g, baulot e & martz p (2020) survival rate of cemented versus cementless tibial component in primary total knee arthroplasty over 5 years of follow-up: comparative study of 109 prostheses. Sicot-j 6, 36 https://doi.org/10.1051/sicotj/2020028. The article was published on sep 8, 2020. D11 - concomitant devices - unknown natural knee ii tibial component catalog #: ni lot #: ni, unknown natural knee ii articular surface catalog #: ni lot #: ni foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-03451. 0001822565-2020-03642.

Event description:
It is reported that one patient experienced septic loosening of the tibial component following knee arthroplasty with a progressive line that was classified as possible or impending failure regardless of symptoms according to ewald¿s radiolucency score. Attempts have been made and no additional information has been provided at this time.